Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Serial #, lot #, expiration date, corrected data: the incorrect product information was inadvertently listed in the initial MDR. Device manufacture date (mo/day/yr), corrected data: the incorrect manufacture date was inadvertently listed in the initial MDR. Manufacturer/ distributor report number, corrected data: upon review of the investigation, it was found that the high impedance event reported in MFR #: 1644487-2013-00182 was previously reported in MFR #: 1644487-2002-00236. The initial MDR with MFR #: 1644487-2013-00182 provides supplemental information for this prior report. A supplemental report will be submitted for 1644487-2002-00236 with the new information that was found and reported in MFR #: 1644487-2013-00182.

Event description:
On (B)(4) 2012 it was found that the patient had a lead revision on a past unknown date. Follow up was performed which found that the revision occurred on (B)(6) 2002 due to fibrosis around the nerve. As the patient was not being treated by the surgeon at this time, no additional information was known. A programming history review found that the last lead test and normal mode test were performed on (B)(6) 2002. Both tests showed high impedance. The diagnostic results from (B)(6) 2001, the last tests taken prior to this date, were within normal limits. Attempts for additional information are being made; however, no additional information has been provided.